Manufacturer narrative:
The returned product was evaluated and the top housing was found to be cracked with the internal components corroded. Fluid was also observed leaking from the side of the soft cannula. After inspection of the fluid path, a tear was discovered in the soft cannula, allowing insulin to leak outside the pod. The exact cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the customer's blood glucose reached 25.4mmol/l (457.2mg/dl) while wearing the pod on her arm for between 36 and 48 hours. The device was returned for evaluation.

Event description:
It was reported that the patient's blood glucose reached 25.4 mmol/l (457.2 mg/dl) while wearing the pod on her arm for between 36 and 48 hours. The device was returned for evaluation.